Event description:
It was reported that 1 unspecified bd¿ syringe was mixed product. The following information was provided by the initial reporter : the consumer stated in her box she has two different size needles in that some are really long while others are short. Date of event : unknown. Samples : yes.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-09-13. Investigation summary: customer returned 8 syringes with 0.3ml graduation markings and no other forms of identification. All of the syringes were inspected. It was noted that one of the syringes returned had a needle that was approximately 3/4ths the length of the other syringes. Measuring the needles found that all of the needles outside of the shorter one were 8mm in length, while the shorter one was 6mm in length. While there was a noticeable difference between one needle and the others returned, no other information regarding the origins of these needles were provided. The syringe with the shorter needle being packaged with the syringes with longer needles cannot be confirmed. Due to the batch being unknown, no DHR review can be completed. Based on the samples received, bd was unable to confirm the customer¿s indicated failure of mixed products. The root cause cannot be determined at this time as the issue is unconfirmed.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer : there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date : unknown. Medical device manufacture date : unknown. Investigation summary : exec summary - no samples (including photos) were returned therefore bd was not able to duplicate or confirm the customer¿s indicated failure and the root cause is undetermined. Unable to perform complaint lot history check owing to an unknown lot number for this event - these events. CAPA/sa - based on the above no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) are required at this time. DHR review - no DHR review can be carried out as the lot number is unknown.

Event description:
It was reported that 1 unspecified bd¿ syringe was mixed product. The following information was provided by the initial reporter : the consumer stated in her box she has two different size needles in that some are really long while others are short. Date of event : unknown. Samples : yes.